Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Based on the available information, the legal manufacturer determined, the likely cause was deterioration of the connector or an impact on the connector.

Manufacturer narrative:
The device was not returned to olympus for evaluation and a root cause could not be determined. The customer resolved the issue, however, no resolution details were provided.

Event description:
A user facility reported that the grey connector on the maj-1500 broke off. There was no patient involvement and no patient injury or harm, associated with the problem, reported to olympus.